Event description:
The event of auto-immune disease is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of deflation, capsular contracture, and autoimmune/ connective tissue disorders are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade IV, and autoimmune/ connective tissue disorders.

Event description:
Patient reported right side capsular contracture, baker grade unknown, deflation, auto-immune disease and exchange from textured to smooth breast implants due to the patient's concern with the product. Device remains implanted.

Event description:
Healthcare professional later reported right side deflation and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, broken device on radius side assessed as surgical damage, one opening on radius side assessed as surgical damage and missing shell assessed as inconclusive. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ autoimmune/connective tissue disorders-ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ white particles calcification -like in device outer surface. No further actions are required since no issue in the manufacturing of the device is observed.